Manufacturer narrative:
Svc was not requested. The customer stated that they have modified their weekly maintenance procedure to include priming the ises 20 times prior to calibration. The customer further stated that this has helped quite a bit, but that the problem still occasionally occurs. The customer also calibrates the ise twice a day as they do not feel that once a day is adequate. This reportable event was identified during a retrospective review of complaints conducted between 1/1/2008 and 10/23/2010 for add'l reportable events. This MDR is related to the following mdrs that have been reported: MDR 2122870-2008-00018.

Event description:
The customer contacted beckman coulter, inc (bci) to report that they frequently get erroneously low sodium (na) results after performing weekly ion specific electrode (ise) maintenance on their unicel dxc synchron clinical system. The customer stated that this occurs either immediately after performing the maintenance or sometimes several hours later. The erroneous results were reported outside of the lab. It is unk if there have been changes to pt treatment as a result of this event. There have been no reports of death or serious injury associated with this event. Neither pt info nor sample info was provided by the customer. The total number of pts effected is unk. The customer stated they monitor anion gaps to detect the problem. When the gaps are low, they re-run the samples on their other dxc sys. The difference in the gaps can vary from 4 to 15. The customer stated that they issue amended reports when they catch errors that have been reported outside the lab.